Event description:
When patient experienced their first seizure since vns implant, it was followed by severe chest pain in the area of the generator. Investigation to date has been unable to determine whether the chest pain is cardiac related.